Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that alarms were not being heard at the piic ix. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that alarms were not being heard at the patient information center (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.